Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 over rotated against resistance during use, damage such as this may occur. Based on the damage at the fracture site, the catheter break may have contributed to the occlusion detected during the procedure. Further evaluation revealed ovalization on the distal fractured segment. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery using an indigo system catheter 7 (cat7) and lightning aspiration tubing (lightning). During the procedure, the physician advanced the cat7 to the target location and completed three passes using the cat7 and the lightning. After completion of the third pass, the physician noticed that the cat7 was occluded by being prompted to the flashing yellow light on the lightning. Therefore, the physician decided to remove the cat7 for flushing. While removing, the physician rotated and broke the cat7 at the distal end. The broken piece of the cat7 was in the patient vessel. Subsequently, the broken piece of the cat7 was removed by a surgical cut-down. It was reported that there was some thrombus noticed during the cut-down procedure. The procedure ended at this point. There was no report of an adverse effect to the patient.